Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer felt symptoms of thirst and frequent urination. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer stated they believe that the insulin they were using was expired. The customer was assisted by paramedics for treatment. The customer returned the product for analysis.